Manufacturer narrative:
Additional information was added to b5, d1, d4, e3, g1, g2 (add source), g4, h4, h6, and h11: b5: the reported device was a clearlink system continu-flo solution set. H4: the lot was manufactured between october 3, 2023 ¿ october 4, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unspecified baxter access set dislodged and separated from the intravenous bag. While attempting to hang an oxaliplatin chemotherapy bag the spike from the set dislodged and separated from the bag which resulted in a medication leak. There was patient involvement during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to a3a: sex, e4, and h10. H11: should additional relevant information become available, a supplemental report will be submitted.